Manufacturer narrative:
Concomitant medical devices: 310c33, tissue valve, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post implant the left ventricular (lv) lead had pulled back almost to the coronary sinus. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.